Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D1. Brand name updated. D6. Medical device problem code updated. A04 was removed and replaced with a01.

Event description:
A 75 year old male with postcardiotomy cardiogenic shock (pccs), presenting in a clinical state consistent with scai shock stage e, was supported with an impella cp and an rp flex device. The patient had previously undergone CABG ×3. During the index event, the swan-ganz catheter was noted to be nonfunctional. Upon removal of the swan, clot was ingested into the rp flex, resulting in device obstruction. Based on available information, the rp flex ingesting clot occurred in the context of intentional non use of heparin for the duration of support and clot dislodgement during swan catheter removal. There is no evidence to suggest a device malfunction, and the event is consistent with known clinical risks associated with inadequate anticoagulation and catheter manipulation. A replacement rp flex was subsequently implanted the same day. The impella cp and the replacement rp flex were later removed uneventfully, and the patient survived to explant. The impella rp flex will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.